Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in sections a and section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A1: patient identifier: (B)(6). A4: weight: 96.2kg. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 29jun2023: hemostasis was acheived with the subject tr band. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager the actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw511575. The event description states: "tr band placed on patient after cardiac catheterization procedure. Reported and documented that 11cc was placed in tr band by cath lab team, only able to remove 7cc's of air per tr band protocol. Implant date not released".